Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was disposed at the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6).